Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 230um reusable laser fiber was used during a stone breaking procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was an auriga 30 console with laser settings set to dusting. According to the complainant, during the procedure, the laser body broke five to seven centimeters from the distal tip. Reportedly, the fiber fragments were retrieved using forceps. The procedure was not completed due to this event. There were no adverse patient effects reported as a result of this event.